Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the tip of the device broke off. There was no patient consequence.